Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured device". Later, healthcare professional reported "implant folding". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on may 04,2026, with lot number 2634409. Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed and opening through microscopic inspection assessed as fold flaw opening and opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "ruptured device". Later, healthcare professional reported "implant folding". This record is for the right side. Device was explanted.